Event description:
A health care professional reported that following implantation of an intraocular lens (iol) the explant as patient was unable to see and dislocated lens due to capsule instability. Replaced with monofocal lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that lens was dislocated due to capsule instability (inadvertent rupture of posterior capsule unrelated to lens), in surgeons opinion there was no issue with the lens.